Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a voltage 2.56 and charge times of 24.6 seconds. The elective replacement indicator (eri) had been declared over a month prior. There was inquiry of when end of life (eol) would be declared. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.